Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed, 78 millimeters from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits, indicating intact conductors. Visual inspection revealed no anomalies. The laboratory analysis did not identify any performance issues, based on normal lead resistance measurements, and inspection which showed no conductor issues on the segment of lead returned.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) right atrial automatic capture feature went into suspension mode. Technical services (ts) reviewed the case and indicated this happened due to a low evoked response, the patient's historically raat is between 0.4 and 0.5v. It was recommended to program the pacemaker to a fixed output. Ts indicated that there was no loss of capture or any asystole related to this issue. Eventually, this ra lead was partially explanted and returned for analysis. No additional adverse patient effects were reported.